Manufacturer narrative:
Product analysis: visual and optical inspection identifies cracking at the right side screw boss hole, at the thinnest cross section. The crack appears to have initiated at the intersection of the outer wall and the screw boss hole where the sharp corner could act as a stress riser. Optical examination identified circular plastic deformations on the interior of the screw boss hole, consistent with over insertion or misalignment of the bone screws, which could resdeformatioult in overload. The above observations are consistent overload.

Manufacturer narrative:
(B)(4). Location : hospital. This device is not approved for sale in us but a similar device with product ID: 7969210 and 510k number k091813 is approved for sale in us. Neither the device nor applicable imaging devices were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that on (B)(6) 2015, patient underwent l5/s1 anterior lumbar interbody fusion (alif). Intra-op, cage was sized with trials. Surgeon opted for 10mm height large footprint cage which was inserted as per surgical technique. Middle screw inserted as normal with curved awl and hammer. Lateral screw - curved awl was inserted with introducer. Awl hit with hammer because of high density bone. Once awl removed, it was noticed that the cage was cracked. Implant was removed and replaced without any patient complications.